Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an alert was received via remote transmission showing noise on the rv lead. Noise was not reproducible in clinic. Lead was capped (B)(6) 2016 and replaced. Patient was stable post-procedure.